Manufacturer narrative:
Initial MDR.

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2022, the patient experienced osteonecrosis of an originally well placed unkn genesis ii total knee pat comp. This adverse event was solved by revision surgery on (B)(6) 2023. Current health status of patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the provided x-ray imaging appears to show patellar rupture/fracture with largest fragment riding laterally which is consistent with the reported osteonecrosis. It is unknown if the primary surgical technique was adhered to. Based on the limited documentation provided, further assessment cannot be performed. The patient impact included the radiological findings and the revision. Further patient impact cannot be determined. No further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that periodic, long-term follow-up is recommended to monitor the condition of the adjoining bone. This has been identified in postoperative warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, adverse reaction and/or bone quality. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.